Event description:
It was reported by service report that the fl side rail latch is broken. It was further reported that the hr caster has the rubber broken off it. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Siderail latch and rubber broke off the caster. The reason for the serialization starting with 90xxx is to provide clarification following a change in strykers electronic complaint systems.